Manufacturer narrative:
Concomitant medical products: product ID: 459888 lead, implanted: (B)(6) 2016, dtba1qq ICD implanted: (B)(6) 2016, 6947m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor was unable to retract left ventricular (lv) lead set screw after multiple attempts. The doctor decided to explanted and replaced the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event sumamry: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.